Event description:
The user facility reported that the listed device was in used with the patient for unknown amount of time, when the inflation line was found detached form the tracheostomy tube. The device was replaced. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will filed a follow-up report detailing the results of the evaluation. Once it is completed.